Event description:
It was reported that the fowler section of the bed collapsed. It was reported that there was a patient in the bed at the time of the event, however, no adverse consequences were reported.

Manufacturer narrative:
(Conclusion) - investigation is ongoing and results will be submitted in a follow-up report.